Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a compromised insulation cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site stated that this issue was observed in sterile processing department (spd),and was not notified of any issues the last case it was used, therefore no reported arcing, sparking, thermal damage, no issues with movement was observed. Site had sent a photo with the attached return material authorization (RMA) for reference.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the issue could not be reproduced. There were no frayed cables or damaged conductor wire insulation observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The probable root cause cannot be determined. Correction: h8. Was updated to initial use of device.